Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a remote transmission due to high pacing lead impedance. Normal measurements were noted and noise could not be reproducible with isometric and the pocket manipulation test in clinic. The patient will continue to be monitored remotely.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped on (B)(6) 2017 due to lead dislodgement and twiddler¿s syndrome. The patient was stable during and after the procedure.